Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 08/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"Customer stated she is having difficulty drawing insulin for her injections. Customer said she has thrown away about 3 syringes per pack from current box. Customer has to inject insulin 6 to 8 times per day usually after every meal. Customer has not experienced any mis-dosing complications due to issue. Customer stated she is new to droplet and has only been using the product for about 2 weeks. "

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name provided in the initial MDR [3014312726-2024-00292]. The previously reported was incorrect. The correct brand name is droplet syringe.